Manufacturer narrative:
Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. There is an instruction that states, "do not place anything over the heating pad while in use or plugged in, such as a towel, blanket, clothing, or any other insulating material, and never allow heating pad to wrap around itself" and consumer failed to perform that instruction. There is an instruction that states, "do not sit on, against, or crush pad-avoid sharp folds. Place pad on top of and not under the part of body needing heat" and consumer failed to perform that instruction. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product. Establishment registration #: (B)(4).

Event description:
Consumer alleges wrapping her right arm after exercising for pain and then went to bed while using the heating pad. The consumer alleges waking up in the early morning with the heating pad sparking then took the heating pad to the bathroom alleging it caught on fire. Consumer alleges a minor injury to her arm which she self treated and did not seek medical attention. There was not a report of property damage with this incident.

Manufacturer narrative:
Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. There is an instruction that states, "do not place anything over the heating pad while in use or plugged in, such as a towel, blanket, clothing, or any other insulating material, and never allow heating pad to wrap around itself" and consumer failed to perform that instruction.

Event description:
Consumer alleges wrapping her right arm after exercising for pain and then went to bed while using the heating pad. The consumer alleges waking up in the early morning with the heating pad sparking then took the heating pad to the bathroom alleging it caught on fire. Consumer alleges a minor injury to her arm which she self treated and did not seek medical attention. There was not a report of property damage with this incident.